Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# v627349, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative reported that the device was not working anymore. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. If additional information is received, the event will be updated.